Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to palpitations and chest discomfort and it was noted the cardiac resynchronization therapy pacemaker (crt-p) had reached premature elective replacement indicator (eri). During the device interrogation, the device was pacing in vvi65, however, there was a pacing failure observed and the patient experienced asystole and staggered/collapsed. It was noted an external pulse generator (epg) was utilized and the crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.